Manufacturer narrative:
The samples were serum.qc prior to and after the event was within lab-established ranges.a bci field service engineer cleaned buildup from the cl port, cleaned the flow cell and changed reagents. Performance verified.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high sodium (na) and chloride (cl) results generated on the synchron lx 20 pro clinical systems after the system has been idle. The erroneous results were not reported out of the laboratory; hence patient treatment was not impacted. The samples were repeated and lower results were obtained. The customer provided results from 2 patients. Although the customer complained of na and cl, qa noted that the difference in k results for one of the patients exceeded assay precision claims.